Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 7mm distal of the proximal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 30mm maverick²¿ balloon catheter was advanced to pre-dilate the lesion. Upon first inflation, the balloon ruptured at 12 atmospheres. The balloon was removed completely. The procedure was completed with another device. No patient complications were reported. The patient's status was stable and they were discharged the following day.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 30mm maverick²¿ balloon catheter was advanced to pre-dilate the lesion. Upon first inflation, the balloon ruptured at 12 atmospheres. The balloon was removed completely. The procedure was completed with another device. No patient complications were reported. The patient's status was stable and they were discharged the following day.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).